Event description:
The manufacturer service technician reported that the device safety was stuck in run while it was being serviced at the user facility. There were no adverse consequences related to this event.